Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of intermittent antenna icon cannot be confirmed. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report an intermittent out of range signal on (B)(6) 2015. The sensor was inserted on (B)(6)2015. Patient inserted the sensor on arm. At the time of contact the distributor did not report any injury or medical intervention.